Event description:
It was reported that the patient received inappropriate shocks for noise. Noise was observed one week after implant. No noise was observed on the lead after repeating dft testing in 2007 until (B)(4) 2010. Several egms were recorded by the device for aborted therapy, delivered therapy and noise reversions. No noise was observed with isometric or positional testing or pocket manipulation. Several months later, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.